Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) undersensed an episode of slow ventricular tachycardia, which resulted in the delay of critical therapy delivery. Review of the egrams associated with the episode demonstrated av pacing into the slow vt. A guidant technical services (ts) consultant discussed programming dynamic av delay from 120ms to 130 ms to counteract and prevent pacing into the vt. To date, there have been no reported patient symptoms associated with this clinical observation.